Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4) device 1 of 1. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the australia it was reported that patient faced an issue with unknown infusions set fell off during use. The issue was ongoing from past 2 months. The infusion set was in use for less than 24 hours. The replaced infusion set and resumed insulin successfully. No further information available.